Manufacturer narrative:
Results of investigation: vyaire medical evaluated the ventilator. External inspection of the ventilator did not reveal any physical damage to the ventilator. All testing was performed using a good known test ac adapter as well as a test patient circuit and test lung. The ventilator passed an extended 52 hour run in test with the customer's settings, without any unusual alarms or conditions. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. No malfunctions or failures were reported by the customer and during inspection, no failures were detected with the device. The customer's reported issue is suspected to be related to customer misuse or use error, as they physically damaged the device and allowed the device to be used on battery power, without an appropriate external power source, until the battery ran out.

Event description:
It was reported to vyaire medical that the patient's ventilator fell on the floor while being transported. The customer reported that the charger may have been damaged when the ventilator has fallen. The patient continued to use the ventilator until the batteries ran down and they contacted the company (home care) to let them know there were no lights on the ventilator screen. When the therapist arrived, 911 was called and the patient was taken to the hospital. There customer stated that there was no patient harm associated with this event and that the patient is currently at home with no issues.